Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed the device held in hand by a clinician. A droplet of clear liquid was observed on the catheter tubing. No details of the split site in the tubing could be discerned. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that due to poor vascular elasticity, a PICC line was placed in the patient's right upper limb per physician's orders. X-ray findings showed: superior vena cava. During infusion, the patient experienced recurrent swelling in the right upper limb. Ultrasound examination ruled out intravascular thrombosis. After excluding other factors, it was observed that right upper limb swelling only occurred following infusion. Following consultation with the family, the PICC line was removed. Post-removal examination revealed damage at the distal end of the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.